Manufacturer narrative:
The product analysis was completed; therefore, was updated. It was reported that when a cypher stent was being delivered "deep down to the left anterior descending (lad) coronary artery, the catheter broke". There was no damage noted prior to use. The device was stored and prepped according to the instructions for use (IFU). The lesion was described as 90% stenosed, 20 mm in length, concentric, type b, angulated, with calcification. The reference vessel was tortuous. The lesion was pre-dilated with a non-cordis balloon. Resistance was encountered while advancing the device to the lesion. The reporter indicated that excessive force was not used; however, the device kinked and it separated inside the guiding catheter about 30-40 cm from the distal end. The product was removed by withdrawing the whole system from the patient. There was no patient injury. The procedure was completed with implantation of a xience stent. No procedural cd/films are available for review. One non-sterile cypher select + 2.50x23 mm was received coiled inside a plastic bag. It was separated (broken) in two at 21.6 cm from proximal end in the metal shaft area. The stent was mounted in its original position between the marker bands. It was crimped and did not show any damages. The section where the shaft separated (broke) appears as if it had been bent before it broke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "body shaft separated" was confirmed. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The cause of the reported failure could not be conclusively determined; however, the information available for review suggests that there are possible vessel characteristics (calcification and tortuosity) and procedural factors (tracking difficulty) that may have contributed to this event. Neither the DHR nor the product analysis indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product analysis was completed. Additional information will be submitted within 30 days from receipt. One non sterile cypher select + 2.50x23mm was received coiled inside a plastic bag. It was separated (broken) in two at 21.6 cm from proximal end in the metal shaft area. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been bent before it got broken. The section where the shaft got separated (broken) appears as if it had been bent before it got broken and was observed a damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "body shaft separated" was confirmed, the cause of the reported failure could not be conclusively determined, it is likely that procedural factors could contribute with the issues experienced by the customer, nevertheless during manufacturing process there is a control to detect damages (bents) in the body before the units leave the facility. (B)(4). No corrective or preventive action will be taken.

Event description:
It was reported that when the catheter was pushed deep down to the left anterior descending (lad) coronary artery, the catheter "broken down." There was no damage noted with the packaging prior to use. The device was stored and prepped according to the instructions for use (IFU). The lesion was described as 90% stenosed, 20mm in length, concentric, type b, angulated, with calcification. The reference vessel was tortuous. The lesion was pre-dilated with a non-cordis 20x20mm balloon catheter at 10atms for 10secs. Post-dilation was done with a non-cordis 2.5x20mm balloon catheter at 14atms for 10secs. No excessive force was used with the device during the procedure. Resistance was encountered while advancing the device. No resistance was met while withdrawing the device. The separated portion did not migrate. The device separated 30-40cm from the distal end. The device kinked in the area of separation. The separated portion was retrieved by withdrawing the whole system from the patient. There was no patient injury. The procedure was completed with implantation of a xience stent. No procedural cd/films are available for review.